Event description:
Hcp explanted and replaced the pump and returned it to the manufacturer for analysis. No reason for explant was given. A follow up report will be sent when additional information is received.